Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated . H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the subject guidewire was noted to be broken/fractured at 186cm from the proximal end with the core wire exposed. The remaining broken off section was not returned. The hydrophilic coating was hydrated and there were no anomalies noted. The ptfe (polytetrafluoroethylene) coating was seen to be peeling in multiple sections up to 25cm from the proximal end. Functional testing could not be performed due to the condition of the returned device. The reported complaint was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Other devices used in the procedure in conjunction with the subject device was sl-10 microcatheter. There was no resistance encountered removing the subject guidewire from the dispenser hoop. The subject guidewire tip was shaped 45 degrees. An introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter. The anatomy was reported to be moderately tortuous. The distal tip of the subject guidewire was fractured. The fractured guidewire was completely removed from the patient without clinical consequences to the patient. In the physician¿s opinion the cause of the fracture was bad quality. The anatomy location (vessel name) the subject guidewire fractured was the mca (middle cerebral artery). There were no difficulties encountered during the usage of the device that could have contributed to the guidewire fracture. A torque device was used to facilitate directional manipulation of the subject guidewire. There was no difficulty rotating the subject guidewire using the torque device and no excessive force was used during torqueing the subject guidewire. Analysis of the returned device found the subject guidewire was broken/fractured 186cm from the proximal end with the core wire exposed. The remaining broken off section was not returned. The hydrophilic coating was hydrated and there were no anomalies noted. The ptfe coating was peeled/peeling in multiple sections up to 25cm from the proximal end. The damage to the returned device indicates a significant force was used during the procedure to have caused this. It is most probable the guidewire was over-torqued resulting in the broken/fractured guidewire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeling in multiple sections up to 25cm from the proximal end which indicates the ptfe encountered an interaction with another device, most likely the introducer sheath. The as analysed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during mca (middle cerebral artery) chronic occlusion procedure, the physician used the microcatheter to support the subject guidewire delivery to pass the lesion, and when rotating the subject guidewire, the distal tip was fractured. The stent was used to retrieve the fracture fragment from the patient without clinical consequences to the patient. The new guidewire was used and the procedure was completed.

Event description:
It was reported that during mca (middle cerebral artery) chronic occlusion procedure, the physician used the microcatheter to support the subject guidewire delivery to pass the lesion, and when rotating the subject guidewire, the distal tip was fractured. The stent was used to retrieve the fracture fragment from the patient without clinical consequences to the patient. The new guidewire was used and the procedure was completed.